Event description:
The following description of the event was reported to viasys by the user facility. "Unit went inop on a pt no injury no problems. The vent was being used to transport the pt and the unit went dead on battery power, there were no sustained low battery alarms just a short beep alarm and then the unit went dead. Pt was bagged and no issues with pt."

Manufacturer narrative:
A letter was sent to the user facility requesting additional information concerning the reported event and the status of the patient. A viasys field service rep. Has been dispatched to visit the user facility to evaluate the device and repair it if necessary.